Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08may2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's weight has been estimated.

Event description:
It was reported that a computed tomography (CT) scan of the abdomen noted ongoing thickening of the body and tail of the pancreas with two fluid collections. The appearance was most compatible with liquifying hematomas that were stable in size. There were some gallstones noted, but no obstruction or thickening of the wall. There was also a large stool burden. An aggressive bowel regimen was started. A right upper quadrant (ruq) ultrasound was done with contracted gallbladder and viscous sludge. Liver function tests (lfts), amylase, and lipase were all within normal limits. The patient was transferred on (B)(6) 2020 and continued to have significant abdominal pain. The hepatobiliary iminodiacetic acid (hida) scan done on (B)(6) 2020 was negative. It was found that the patient had hemorrhagic pancreatitis. As a result, the patient's international normalized ratio (inr) goal was decreased to 1.8-2.2 with no acetylsalicylic acid (asa). There was no endoscopic management available at the time for hemorrhagic fluid collections. It was recommended for supportive care and bowel regimen. Overnight on (B)(6) 2021 the patient had ongoing severe intractable abdominal pain. Liver function tests (lfts), amylase, and lipase were checked and all within normal limits. A computed tomography angiography (cta) to rule out mesenteric ischemia was completed on (B)(6) 2021 and negative for ischemia. It was noted that there was ongoing peripancreatic fluid collections with new collection near the head of the pancreas. It was also noted to likely be collection of fluid and blood with no active extravasation. There was no surgical intervention warranted. Supportive care with pain medication was continued and advanced diet as tolerated. The patient ate a low fat diet on (B)(6) 2021 and (B)(6) 2021. There was no nausea or vomiting and bowel movements were regular. The patient's abdominal pain had reduced greatly. On (B)(6) 2021, the patient ate breakfast and lunch and walked around. The patient stated they felt well. The patient was discharged to home with self care and a low fat diet for 5-7 days that would be advanced as tolerated. The device operated as expected.